Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Section h11 additional information: a review of the system logs found that no relevant errors occurred during the procedure. Log review of the five subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event.

Event description:
It was reported that after a da vinci assisted benign hysterectomy with salpingectomy, the patient expired. The surgeon reported that there was no device malfunction or any issues during the procedure. On postoperative day (pod) 1, a computed tomography (CT) scan was performed due to the patient's pain level and to rule out a perforation. The CT scan results showed intra-abdominal air; however, a definitive statement regarding perforation of a hollow organ was not possible with certainty. On pod 2 the patient underwent an open laparotomy where an injury to the colon was discovered; a bowel resection with end-to-end anastomosis was performed. The surgeon reported that the injury likely occurred during placement of the trocar for the first port at the umbilicus, which was performed using the veress technique without visualization. The patient was reportedly obese, had strong adhesions from a past surgery, and had a thick abdominal wall. The patient expired later the same day, with the official cause stated to be a pulmonary embolism. No additional information was provided.

Manufacturer narrative:
The following concomitant devices were used during the procedure: endoscope plus 30 degree, fenestrated bipolar forceps, prograsp forceps, and synchroseal. A site review found no related complaints for any of the products used. A device history record review for the device(s) used during the procedure showed no non-conformances were identified. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient died 2 days following a hysterectomy with salpingectomy. Free air and intrabdominal fluid were noted on a CT scan leading to an exploration on post op day 2 where the injury was discovered. The surgeon speculated the bowel injury was likely the result of a trocar at the initial port placement. Additional information suggesting a pulmonary embolism also occurred although no information as to how that was diagnosed is provided. The bowel injury from the port placement likely played a major role in this patient¿s death although it's possible the pulmonary embolism did as well. No allegation is made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Section a2: only the patient year of birth was provided, estimate of (B)(6) 1971 used.